Event description:
Pt admitted for laparoscopic cholecystectomy, lysis of adhesions and repair of ventral and umbilical hernia. According to the operative report, the refurbished instrument "would not register hand controls on device. Device connectors undone then reapplied. Would not register control to test". Another instrument was opened, and the procedure was completed with no harm to the pt.